Event description:
Customer reported exposing his insulin pump to moisture. The customer also reported receiving a button error alarm. He also received a battery out limit alarm and his keypad was unresponsive. The customer's blood glucose was unk. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a missing display window, a cracked case at a display window corner, cracked reservoir tube lip, and a cracked belt clip slot. No button error alarm, keypad anomaly, or battery out limit alarms could be verified due to the display anomaly. Moisture damage was noted on the electronics and keypad traces.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).